Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient experiencing pain and dark material found within the synovium. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04239.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 h6: component code mechanical (g04) ¿ head visual inspection of the returned head found wear lines on the od of the cup along with scuff marks. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 157444, m2a-magnum mod hd sz 44mm, lot: 189150, part: 139256, m2a-magnum 42-50 tpr insrt std, lot: 872110, part: us157850, m2a-magnum pf cup 50odx44id, lot: 330620, part: x12-171310, integral/x por red prox 10mm, lot: 087460. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-03068, neck: 0001825034-2019-03067.

Event description:
It was reported that a patient underwent initial left total hip arthroplasty and subsequently, almost ten years later, the patient was revised due to a painful left hip. During the revision, dark material was noted within the synovium. Head and neck revised. Attempts have been made and no further information has been provided.